Manufacturer narrative:
Dehiscence and paravalvular leak. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was enterococcus faecalis.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 8 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic valve endocarditis with valve dehiscence and severe aortic insufficiency. Paravalvular leak was also indicated. According to the operative report, the patient did well initially after his aortic valve replacement (avr). About 3 to 4 weeks prior to this surgery, he presented with fevers and signs of sepsis. He grew enterococcus from his blood. He was placed on antibiotics and initial echocardiograms showed some thickening to the bioprosthetic aortic valve with suggestion of vegetations, but no sign of annular involvement. There was no involvement of the mitral although it did show mild-to-moderate regurgitation and some calcification. He was treated with antibiotics. His blood cultures sterilized and he was discharged only to be readmitted with fevers, leukocytosis, and dyspnea and signs of acute congestive heart failure. He had a prominent aortic regurgitation murmur and an echocardiogram showed progressive endocarditis with dehiscence of a good portion of the valve with severe aortic insufficiency, moderate mitral regurgitation without evidence for endocarditis, and moderate tricuspid regurgitation. He also has acute and chronic renal insufficiency. The status of his previously placed coronary bypass was presumed to be patent. Because of his presentation with decompensation and substantial valve dehiscence, he was referred for redo avr. Upon inspection, the bioprosthetic valve was grossly infected. It had in fact dehisced over most of its circumference with only about four sutures in the noncoronary sinus (out of 18 sutures) still intact. There was dehiscing of the mitral valve from the aortic annulus and there was moderate abscess cavity along the left sinus, however, the size of the cavity was manageable by primary closure and did not require a more complex reconstruction. The valve was replaced with another edwards bioprosthetic valve.